Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be bent and twisted away from the hot jaw, detached at the tip, and remained attached at the base of the hot jaw. The silicon insulation was observed to be intact. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿material twisted; bent wire¿ was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a lot of chewed up fat and a bloody tunnel. When the hemopro was pulled out of the leg, hospital realized the heating wire was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a lot of chewed up fat and a bloody tunnel. When the hemopro was pulled out of the leg, hospital realized the heating wire was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.